Manufacturer narrative:
Inspected one opened/used reservoir, performed manual prime and high-pressure test per specifications, using a new infusion set along with the insulin pump, the reservoir passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. Reservoir connected/locked in place properly.

Event description:
It was reported that insulin from the reservoir leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.